Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
The customer reported that the insulin pump had received hardware low level failure alarms. Customer's blood glucose value was 130 mg/dl. The customer reported that pushing buttons and white screen came on and received a reservoir and tubing message. The customer states that they were able to clear alarm. The customer states they were able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.